Manufacturer narrative:
A supplemental report is being submitted for additional information reflected on b5, h6 and additional device. Additional products: d1: heartware ventricular assist system ¿1.0 controller, d4: model #: 1403us/ catalog #: 1403us/ expiration date: 31-aug-2020/ serial or lot#: (B)(6), UDI #: (B)(4), d10: no, h4: mfg date: 20-aug-2019 h5: no, h6: patient code(s): c28554, c50470, c50479, c50636, h6: device code(s): c76126, c63007, c63223, h6: FDA results code(s): c21, h6: FDA conclusion code(s): 11 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a decrease in flow and was found down with ventricular assist device (vad) disconnect alarms, vad stop alarms and electrical fault alarms.

Manufacturer narrative:
A supplemental report is being submitted for a correction to update the model and catalog number from 1403 to 1420 in system reporting and the UDI from (B)(4). Additional products: d1: heartware ventricular assist system controller 2.0; d4: model#: 1420 / catalog#: 1420 UDI : (B)(4); d10: yes, return date: 24-jun-2020; h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes; h6: device code(s): c63007 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information to b7 and device evaluation. Product event summary: a segment of the driveline cable associated with the ventricular assist device (vad) and one controller were returned for evaluation. Information received from the site indicated that the patient was bleeding and was found unresponsive and with no pulse. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that all the devices passed visual inspection and functional testing. Functional testing of the driveline segment revealed that all wires maintained continuity across the length of received segment and the connector was able to connect securely to a test controller port. Review of the controller log files revealed that the controller was in use during the reported event. Log file analysis revealed a decrease in power consumption and estimated flows on (B)(6)2020, followed by a sharp decrease on (B)(6)2020 to parameters below the normal operating range. 82 suction alarms were logged since (B)(6)2020 and 12 low flow alarms were logged since (B)(6)2020, including 3 low flow alarms logged on (B)(6)2020 starting at 01:31:00, which corresponds with the sudden decrease in power and flows. Additionally, 2 electrical fault alarms were logged on (B)(6)2020 at 03:31:08 and 03:31:32 due to overcurrent conditions resulting in the stators failing; 2 vad stopped alarms were simultaneously recorded at the time of each electrical fault alarm. The low flow alarm logged at 01:35:13 did not clear until the first vad stopped alarm was logged, which likely explains the reported "alarming" occurring when the patient was found. Starting at 03:31:33, 4 vad disconnect alarms, indicating a physical disconnection of the driveline from the controller, and several controller power up events were logged, likely during troubleshooting. As a result, the reported low flow, vad disconnect alarms, vad stopped alarms, and electrical fault alarms events were confirmed. Considering that the controller passed functional testing, there is no indication that a controller malfunction contributed to the electrical fault and vad stopped alarms. Based on the available information and investigation conducted, a possible root cause of the electrical fault and vad stopped alarm events can be attributed to a short in the driveline resulting in a loss of electrical continuity, which may be attributed, but not limited, to wire damage due to the handling of the device after the patient was found. The most likely root cause of the vad disconnect alarms may be attributed to a physical disconnection of the driveline from the controller. Based on the risk documentation, possible causes of the low flow and suction e vents may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, bleeding and death are known potential complications associated with the implantation of a vad pump. Based on review of past adverse events for this patient, it was noted that the patient had a history of respiratory dysfunction, cardiogenic shock, and bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information was received from the destination therapy post approval study. Investigation of this event is pending and a supplemental report will be sent upon its completion if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was bleeding and shortly after had a drop in hemoglobin. The patient suffered a sudden cardiac arrest and was found unresponsive and pulseless. The patient later died, the cause of death is unknown.